Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of report. A follow up report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that after implantation of the implantable neurostimulator (ins) no programming was possible. All impedances showed greater than 10,000 ohms. No therapy was possible. A revision surgery was necessary. During the operation the lead was checked with a screening cable and everything was okay. There was no lead fracture. Reconnection to the ins showed high impedance again. The issue was resolved at the time of report. Additional information received from the manufacturing representative reported that the device was implanted on (B)(6) 2020 and also explanted on (B)(6) 2020. The problem was determined after implant during follow up programming. The patient received a new device on 2020-feb-06 and everything worked.